Event description:
Deflation of right saline breast implant followed by replacement with another brand. Unknown if initial use. Original surgery was performed in 2000 using hutchison hsh 450 saline-fill implants, filled to a volume of 550cc which exceeds the recommended fill volume limit of 450-480cc by 70cc. Pt underwent unilateral replacement surgery in 2003, with right implant being replaced with mcghan style 68 smooth round saline-fill breast implant, 550cc, filled to 550cc.